Event description:
Cv (cardiovascular) surgeon was using the surgical stapler to remove a wedge of the lung. After a few uses, the stapler stopped working while clamped down on the lung. Cv surgeon had to remove the battery and use force the make the manual part of the stapler release. Defective stapler was given to ethicon rep.